Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 correction. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s meter has been received but no testing was able to be carried out. There was noted to be a power issue, the meter does not power on by button or strip.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding he complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.